Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks on (B)(6) 2020 using cooladvantage, coolcurve+ contour applicators and to lower abdomen, upper abdomen on the same day using cooladvantage+, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2021. Tissue described as "firm to touch" with visible enlargement.

Manufacturer narrative:
Continued additional phone number(s) (e.1): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks on (B)(6) 2020 using cooladvantage, coolcurve+ contour applicators and to lower abdomen, upper abdomen on the same day using cooladvantage+, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2021. Tissue described as "firm to touch" with visible enlargement.